Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Upon further internal review, halyard health determined that the malfunction reported would not be likely to cause or contribute to a serious adverse event, and therefore this event will no longer be considered reportable. No further information on the complaint will be filed.

Manufacturer narrative:
(B)(4). UDI # unknown. The complaint sample was returned for evaluation. The sample was received full. The pump felt softer than usual. When opening the pinch clamp and removing the distal luer cap, infusion was immediately observed. Infusion was verified on all the saf flow rates, 0ml/hr did not infuse. The tubing was cut a few inches distal to the blue connector to drain the medication. The tubing was bonded with a male and female luer using cyclohexanone. The pvc bag was fully intact with the outer bladder. The pvc bag was cut opened using scissors to examine the inner bladder. The kraton bladder and inner latex membrane was observed ruptured. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Investigation including root cause analysis is in progress. A follow-up medwatch will be filed upon its completion. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the filling process, the pump made a popping sound. As a result, the technician discontinued fill. The pump was quarantined. It was noted that the pump was not administered to a patient and there was no patient contact. The pump was primed, there were no air bubbles in he tubing, and the pump was not refilled. Additional information received on 02sep2016 received from the complaint analysis lab stated that the pump's kraton layer ruptured.